Event description:
It was reported by the customer on (B)(6) 2025 patient was intravenously pumped with glucose group fluid through the right upper arm PICC at night, the PICC was fixed intact during the 3:00 rounds, and the fluid was pumped in smoothly, at 3:30 the patient wanted to go to the bathroom, and did not notify his family, he got out of the bed from the left side by himself and circled around the bed for half a week, and then the PICC of the right upper arm was broken off from the scale of 34cm, and the end of it was left in the periphery, notified to the doctor. The patient was accompanied by a doctor who performed a CT scan of the chest, and the CT showed that the residual tube was still in the vessel, so he contacted the department of interventional medicine and vascular surgery to perform a residual tube removal operation. Additional information received on 6/21/2025: the distal catheter did not embolize/migrate and was removed successfully. There was no patient injury or complications, and no additional intervention needed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.